Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the high flow insufflation unit exhibited a component failure of the light-emitting diode (led) lights on the front panel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the lighting is defective due to a failure of the front-panel light emitting diode. However, a root cause was not identified. Olympus will continue to monitor field performance for this device.